Manufacturer narrative:
A batch record review indicates no discrepancies. The reported issue of "end user experiences skin complications" is covered by a related nonconformance. The investigation results for the related nonconformance are as follows: this complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Patient height: (B)(6). Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4). Not returned to manufacturer.

Event description:
The end user reported a pink, spotted, itchy rash, that begins on day two of wear time and continues to worsen. Patient was prescribed miconazole powder.